Event description:
It was reported that the relion® insulin syringe needle broke off outside the injection site during use. The consumer was reportedly unable to see/read the instructions on the box. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: relion caller using the 1ml, 8mm finding needles bending and breaking outside of site. No medical attention needed. Lot number is unknown consumer cant see/read the box. Occd date (B)(6) 2019. Denied reusing needles. Also finding bending of needles only with 3/01ml 31g relion syringes.

Manufacturer narrative:
Correction: the lot number has been updated. The following information has been corrected: medical device lot#: 9035961. Medical device expiration date: n/a. Device manufacture date: 2019-03-28.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle bending during use and needle breaks off during use due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the relion® insulin syringe needle broke off outside the injection site during use. The consumer was reportedly unable to see/read the instructions on the box. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: relion caller using the 1ml, 8mm finding needles bending and breaking outside of site. No medical attention needed. Lot number is unknown -consumer cant see/read the box. Occd date (B)(6) 2019. Denied reusing needles. Also finding bending of needles only with 3/01ml 31g relion syringes.